Event description:
Caller reported cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of current pump as backup therapy and had the most up-to-date software for the pump type. Tandem technical support instructed the customer to place the pump in storage mode and return it using a pre-paid ups label. A replacement pump was sent to the customer, who was advised of the steps to take upon its arrival.